Manufacturer narrative:
Concomitant medical products: therapy date (B)(6) 2020. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer advocacy received a copy of the FDA request letter which states, "operation room staff had three channels on the pump controller and inserted a 4th channel into the "a" slot of the controller. The device quit responding. Biomed responded and resetting the brain was not successful. The modules; two syringe and two lvp were transferred to another controller and worked. The defective controller was brought to biomed and tested where it failed." It was reported that propofol was being infused with a syringe pump at 50mcg/kg/minute with no set volume to be infused (vtbi) to run for the duration of the case. Although there was less than 10 minutes delay in the course of treatment, there was no adverse effects caused to the patient as a result of the event.

Event description:
Customer advocacy received a copy of the FDA request letter which states, "operation room staff had three channels on the pump controller and inserted a 4th channel into the "a" slot of the controller. The device quit responding. Biomed responded and resetting the brain was not successful. The modules; two syringe and two lvp were transferred to another controller and worked. The defective controller was brought to biomed and tested where it failed." It was reported that propofol was being infused with a syringe pump at 50mcg/kg/minute with no set volume to be infused (vtbi) to run for the duration of the case. Although there was less than 10 minutes delay in the course of treatment, there was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
The customer¿s stated issue of the device quit responding was confirmed through a review of the device logs. The log review found a channel disconnect on the suspected event date of (B)(6) 2020 where two syringe modules were infusing. One syringe module was paused and then removed from the system and replaced with a pump module. Visual inspection of the pcu iui¿s noted corrosion on the contact pins. Functional testing consisting of iui testing was performed on the source pcu and the additional pump module that were used on the suspected event date found the devices operating in specification. Both pcu iui¿s had a date code of 05/2015. The fact that the channel disconnect/communication error could not be reproduced can be attributed to the inherent wiping action of the iui connection pins during removal and attachment. This most likely had removed or dislodged the interfering debris outside the contact area of the pins. The iui connectors should only be cleaned with 70% ipa. Iui covers are available for use during the cleaning process. This may help prevent fluid contamination on the contact pins of the iui¿s. The pcu was in use during treatment. The proximate cause of the customer¿s complaint is believed to be due to corrosion/contamination on the iui connector at the right side of the pcu leading to a channel disconnect event when an additional pump module was added to the system. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 05jun2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 07aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one production failure record was opened for the source device on (B)(6) 2015 where the male iui was replaced for no channel ID.